Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had white screen and did not get any response. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer stated the display was not blank less than 30 seconds. Customer stated display returned after insulin pump restart. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.